Event description:
Primary procedure, tibia im nail. It was reported that the t2 self retaining screwdriver broke during surgery. After cleaning, the tip that retains the screw was found missing (the tip was in place prior to cleaning, rep confirmed no pieces of the instrument remain in the patient). Rep confirmed that no further information will be released by the hospital or surgeon. Procedure was completed successfully with no adverse consequences or surgical delay reported.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the returned device, screwdriver shows normal traces of use. The reported screwdriver was observed as broken. The moveable blade was found completely broken off at the level of the end of the slot (moveable blade was not returned). This small piece is the one that allows the locking mechanism of this screwdriver to work and hold on to the screw when locked. The breakage surface shows the typical structure of a brittle fracture, due to a bending overload. To prevent bending the screwdriver (sleeve) is laser-marked with the printing ¿do not lever¿. It could not be excluded that the device was pre-damaged in former surgeries. A process change was performed; the wch coating was removed to prevent breakages of the moveable blade. The returned screwdriver manufacturing date pre-dates the process change. Furthermore, it is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage. A review of the device history for the returned lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above observations the root cause of the reported event is not related to a deficiency of the device but is rather linked to improper handling by the user. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Primary procedure, tibia im nail. It was reported that the t2 self retaining screwdriver broke during surgery. After cleaning, the tip that retains the screw was found missing (the tip was in place prior to cleaning, rep confirmed no pieces of the instrument remain in the patient). Rep confirmed that no further information will be released by the hospital or surgeon. Procedure was completed successfully with no adverse consequences or surgical delay reported.